Manufacturer narrative:
Device was originally reported as "too hot" when submitted for repair. Investigation revealed that a wire harness connecting the laser module monitoring sensors to the primary circuit board contained faulty connection that altered the sensor signal transmitted to the primary circuit board. The software correctly interpreted the altered signal as the laser module performing below the calibration point. Accordingly, the software increased the laser module output to compensate for the perceived anomaly. The device is designed such that if the monitoring signal is lost, laser emissions are interrupted and the device displays an error code. In this instance, the signal was not missing but altered due to the change in wire resistance in the faulty wire harness, changing the voltage value of the signal from what the sensor transmitted. The fault in the wire harness originated in the assembly of the part.

Event description:
The device in question is a soft tissue surgical laser used primarily in oral health applications. The primary laser energy is activated by means of a foot pedal controller. The pedal is pressed to activate the energy, and released to discontinue emissions of the primary beam. A malfunction was reported in one device where emissions of the primary beam were perceived to be in excess of the device's settings, causing an injury to a patient. The exact nature of the injury is not known, but the behavior of the device was described as "too hot". The device was being operated by a licensed dentist on patient. The exact procedure being performed and the device settings used are not known. The operator reported that the device at a setting of 5 watts optical output cause articulating paper to ignite when illuminated with the laser. At design specifications and at this setting, this behavior is expected and considered normal given the design, indications, and use of the device.